Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. The sheath leaked when testing was functional testing was performed. Further investigation revealed that the stopcock had been cracked, which is consistent with the reported event of a leak.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an atrial fibrillation ablation procedure, air was aspirated into the syringe connected to the extension port of the sheath after placing the sheath set into a patient and before inserting catheters. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient. No abnormalities were noted on the sheath when it was removed from the patient.